Manufacturer narrative:
This is the same event as 3010536692-2016-00108.

Event description:
Allegedly, patient was revised due to mom complications.

Manufacturer narrative:
This is the same event as 3010536692-2016-00108 & 3010536692-2016-00667. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Additional information received 04/08/2016: allegedly the patient was revised due to the following mom complications: pain, fluid, synovitis, and elevated cobalt and chromium levels (left). Updated surgery information (implant/explant/ op notes), and product (part number/lot number) information.